Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, legal representative stated erosion into surrounding organs and/or tissue. Patient has experienced significant mental and physical pain and suffering, has sustained permanent injury and scarring, has undergone medical treatment including medication for pain.